Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code batch of which we manufactured and distributed in the market (B)(4) units. There are no units in stock in b. Braun surgical's warehouse. We have received an open and used cassette. The date of cassette's opening is written in the cassette, (B)(6) 2023. According to the information received, occurrence date was (B)(6) 2023, the suture was being used within the 4 months period after opening, which is correct. However, the thread is broken inside the cassette and a proper analysis cannot be performed. The thread may had tangled if pulled out with a large and fast movement, so the reel spins free and some parts of thread come out from the reel core. Pulling the thread after this situation gets the thread tangled and may broke inside the cassette. Other possible root cause is that the cassette, between uses, has not been covered and thus thread been degraded by hydrolysis because of air humidity. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Conclusion root cause analysis: it has not been possible to determine the root cause because only one open sample received but a proper analysis cannot be performed. Final conclusion: in spite of receiving a defective sample, a suitable analysis cannot be performed. Nevertheless, we take note of this incidence in order to assess if new or additional actions are needed. The case is considered not confirmed. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with monoplus suture. The client (veterinarian) reported that the suture broke when retrieving it from the cassette for surgery and it fell back into the cassette.

Manufacturer narrative:
G4: reported device marketed in only for veterinary use, however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. Related 510k number k031216. If additional information becomes available a follow-up report will be submitted.